Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting 110b check vent: proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer just replaced the flow sensor assembly during pm service. The rse advised to check solenoid pin alignment. If no issues found to call parts to request a replacement flow sensor assembly. The customer replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.